Event description:
It was reported via repair work order that the left and right glide covers are missing which can cause a potential pinch point. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.